Event description:
The customer reported that the unit failed to power up on ac power.

Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The unit was evaluated at philips and the failure was verified. Replacement of the ac power supply resolved the issue. The unit was shipped back to the customer site.